Manufacturer narrative:
Addendum for follow-up received on 26-feb-08: (B)(4). Brr (batch record review) without hint to root cause. The brr is done on a routine base during our release procedures. The brr was repeated concerning the reason of complaint. The brr gave no indication of problems during the manufacturing process with regard to the reason of complaint. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the dhrs (device history reports) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Therefore, we recommend to address this kind of event to the medical affairs unit for their eval. Conclusion: no faults detectable.

Event description:
(B)(4). Initial report: this non-serious spontaneous case was reported by a non-surgical coordinator through a company rep and received via our affiliate in (B)(4). (B)(4). This case concerns a (B)(6) female pt of unk ethnicity. Relevant medical history included joint inflammation, possible overactive thyroid and myalgic encephalopathy. Concomitant medications include carbimazole. In (B)(6) 2007, the pt received her first treatment of poly-l-lactic acid (sculptra) 2 vials by deep injection of lipoatrophy. Two to three days after treatment, the pt experienced a flare up of her joint inflammation. The pt's joints and muscles were more painful and her shoulders were sore. The pt has visited her general practitioner who was unable to offer any advice on the possible cause. It is unk if therapy with poly-l-lactic acid is ongoing or if any corrective treatment was given. The outcome was unk. The reporter's causality assessment between sculptra and the event was not provided.